Manufacturer narrative:
(B)(4).

Event description:
It was reported that stent deployment issues occurred. The target lesion was located in the proximal superficial femoral artery (sfa). A 7 x 40 x 130 innova¿ was advanced contralateral and deployment initiated. After approximately 90% of the stent being deployed, the remaining 10% "jumped" out from the delivery catheter resulting in the deployed stent taking on an accordion shape in the mid-stent. Another shorter innova stent was deployed inside the stent to be safe and the procedure was successfully completed. There were no patient complications.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an innova self-expanding stent delivery system (sds). The outer shaft and the remainder of the device were checked for damage. Visual examination showed buckling at the nosecone. No other damage was noticed on the shafts. The thumbwheel turned freely. The stent was not returned so the shorting of the stent could not be confirmed. The handle was opened to inspect for additional damage, no damage was noticed. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is device not returned as the complaint did not include returned device review and lacked the objective evidence or descriptive conditions of the event required to determine what could have contributed to the event. (B)(4).

Event description:
It was reported that stent deployment issues occurred. The target lesion was located in the proximal superficial femoral artery (sfa). A 7 x 40 x 130 innova was advanced contralateral and deployment initiated. After approximately 90% of the stent being deployed, the remaining 10% "jumped" out from the delivery catheter resulting in the deployed stent taking on an accordion shape in the mid-stent. Another shorter innova stent was deployed inside the stent to be safe and the procedure was successfully completed. There were no patient complications.